Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer could not interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but issue persisted, so customer switched to multiple daily injections for insulin delivery, was instructed to place pump in storage mode and return it using a prepaid label within 10 days, and was informed they would need to re-enter pump settings and reconnect continuous glucose monitor on replacement pump that technical support arranged to send.